Event description:
It was reported by the patient that there was a red call doctor icon for the implantable cardioverter defibrillator (ICD) on the communicator. Technical services (ts) troubleshooted with the patient. The red call doctor icon was no longer flashing by the end of the call. Reports showed that this right ventricular (rv) lead exhibited high out of range pacing impedance. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the pacing impedance has been jumpy over the past year. Ts provided a potential cause and advised to continue monitoring the patient. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported by the patient that there was a red call doctor icon for the implantable cardioverter defibrillator (ICD) on the communicator. Technical services (ts) troubleshooted with the patient. The red call doctor icon was no longer flashing by the end of the call. Reports showed that this right ventricular (rv) lead exhibited high out of range pacing impedance. The lead remains in use. No adverse patient effects were reported.